Event description:
Related manufacturer reference number: 3006705815-2022-00441. It was reported following a trial procedure, the patient experienced pain. Physician believes she may have wet tapped the patient and caused the pain. Trial leads were removed and patient was feeling better.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.